Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of anti-d bioclone lot#db263a1. Satisfactory results were observed. The returned pt sample was tested by mts quality assurance. The sample was tested in mts gel cards and with an in-date lot of anti-d bioclone, lot#db259a1. Mts did not have lot#db263a1 available for testing. Satisfactory results were observed with both gel cards and anti-d bioclone. A 2+ reaction was observed at the ahg phase with anti-d bioclone. Ocd has requested that the customer return their vial of lot# db263a1 for further evaluation.